Manufacturer narrative:
The aic device has been returned for evaluation but has not yet been evaluated. When the investigation has been completed, a supplemental report will be submitted.

Event description:
The user facility reported on a 75yo male on impella cp for mechanical circulatory report. It was reported that during support, the automated impella controller (aic) displayed a yellow alarm "controller error". The alarm could not be switched off and the impella catheter was changed to another aic. The same aic console reported was used for another implant without any error messages or issues. There was no reported patient harm.

Manufacturer narrative:
The investigation for the console (aic) controller error has been completed. Data logs were reviewed which confirm that numerous controller error (defective optical sensor lamp) - alarm were issued. The logs reveal that optical bench sampling has a low snr and low light values before each alarm. The console was returned for evaluation. Upon preventative maintenance, the console was up to spec. A known good pump and purge line was run with the console for an hour with no observable anomaly. The root cause was not determined due to not being able to reproduce the failure.